Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had high shock impedance readings. A request was made to analyze the data from this device, and the data analysis revealed that the shock impedances were variable. Possible causes were confirmed and troubleshooting options were recommended. The local representative will speak with the physician. Subsequently, a revision procedure was performed and when the electrode was removed, it had a sleeve on it. The sleeve is likely calcification. Currently, the s-ICD system remains implanted. No additional adverse patient effects were reported.